Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation was unable to determine a conclusive cause for the reported increased mitral regurgitation (mr). The reported patient effect of mr, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. The initial mitraclip implanted (cds0502, 81206u166) referenced was filed under medwatch report number 2024168-2019-12046.

Event description:
This is being filed to report that after the procedure, the patient presented with increased mitral regurgitation. It was reported that the mitraclip procedure was performed on (B)(6) 2019 to treat mixed mitral regurgitation (mr) with grade of 4 one clip was implanted, reducing mr to 2-3. The procedure was completed without issue. On (B)(6) 2019, the patient was re-hospitalized due to hemolytic anemia and increased mr. Per the physician's opinion, the hemolytic anemia and mitraclip were related. The clip remained stable on the leaflets. The patient was treated with blood infusion, the patient was discharged from the hospital in stable condition. On (B)(6) 2019, a second mitraclip procedure was performed and one clip was implanted reducing mr grade from 3-4 to 1-2. On (B)(6) 2019, a transthoracic echocardiography (tte) was performed, mr was noted to have increased. A suspected single leaflet device attachment (slda) of the second clip was thought to have occurred. On (B)(6) 2019, transesophageal echocardiography (tee) was performed and it was confirmed that an slda did not occur and there was no clip movement. The clips remained stable, but mr had increased. No additional information was provided.